Manufacturer narrative:
A united states customer contacted siemens to report that a falsely depressed total bilirubin (tbil_2) patient sample result was obtained from an atellica ch 930 analyzer. Siemens reviewed the available information, including analyzer data files, and found an incorrect volume of 2 ml was used to hydrate the chemistry calibrator instead of the required 3 ml. The event was resolved by recalibrating the test with a new chemistry calibrator vial hydrated with the correct diluent volume. The cause of the event was due to a use error of hydrating the chemistry calibrator with an incorrect volume of diluent. The analyzer is performing within specifications. No further evaluation of the analyzer is needed.

Event description:
A falsely depressed total bilirubin (tbil_2) patient sample test result was obtained from an atellica ch 930 analyzer. The initial test result was reported to the physician(s), who questioned the result. The same sample was repeated on the same analyzer and a higher test result was obtained. The repeat result was reported to the physician(s) as the correct test result. Quality control materials were outside the expected ranges when the sample was tested initially. There are no known reports of patient intervention or adverse health consequences due to the event.